Event description:
It was reported to philips that the system shuts down while trying to boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) checked the system onsite and confirmed that when starting the equipment, it turns off all of a time. Review of the logfile shows, the system switched to ¿ups on battery¿ mode. Upon troubleshooting, the fse checked the system onsite and found inoperative fuse in the m cabinet. To resolve the issue, the fse replaced the fuse, repaired the fault and performed several other diagnosis. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.